Manufacturer narrative:
Insulin pump was not in manufacture mode. Insulin pump was received with partially broken reservoir tube lip, missing retainer, missing reservoir tube o-ring, scratched case, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.